Event description:
A lawsuit alleges the patient "experienced frightening episodes of unnecessary shocks and has required additional medical care ...as a result of the defective [lead]". It is also alleged that "after tremendous suffering, the patient ultimately died as a result of the defective [lead]."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested but has not been received. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. Other: a lawsuit alleges the patient "experienced frightening episodes of unnecessary shocks and has required additional medical care ...as a result of the defective [lead]". It is also alleged that "after tremendous suffering, the patient ultimately died as a result of the defective [lead]. No conclusion can be drawn.